Manufacturer narrative:
The reported event of high capture threshold was not confirmed. As received, a complete lead was returned in one piece. Electrical testing did not find any indication of conductor fractures or internal shorts. Visual inspection of the lead found no anomalies.

Event description:
During implant, high capture threshold was noted on the right atrial (ra) lead. The ra lead was explanted and replaced to resolve the event and the patient was in stable condition.